Event description:
Needle breakage: during a laparoscopic nissen procedure it was reported that the needle tip broke off and was left in the pt. Surgeon reports that the needle tip was not retrieved from the pt because it posed no harm. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/1996 requires reporting of incident once medical device familiy initially reported assuming incident could recur.